Event description:
It was reported that approximately three years after implantation of a vena cava filter, the patient presented to the emergency room with bilateral leg pain and swelling. Ultrasound imaging demonstrated bilateral lower extremity dvt and a complete occlusion of the ivc. There was no report of thrombus above the filter. Additionally, CT imaging demonstrated several filter limbs extending outside the ivc wall. The patient required bilateral above-knee amputations and was discharged from the hospital. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation. Based upon the available information the definitive root cause for this event is unknown. The current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall; pain.